Event description:
Surgeon inserted the endo gia and fired a 60 white load stapler. The load fired correctly but as surgeon went to remove from the anastomosis site the blade apparatus refused to retract and the stapler would not release bowel. Upon further inspection the staple line had not completely formed thus oversewing was necessitated. The complication from misfired stapler identified and repaired. Patient then returned to operating room with bowel obstruction that may have been related.